Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks in the hypotube 5cm, 35.5cm and 74.5cm from the hub. Microscopic examination revealed that the tip is damaged and there is a pinhole 16mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.